Event description:
It was reported that stent damage occurred. The target lesion was located the in the mildly tortuous and severely calcified coronary artery. The 16mm x 3.00mm ion drug-eluting stent was selected to treat the lesion. The device was not able to cross the lesion. The stent delivery system was removed and it was noticed that the stent was damaged. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant history from that review, a supplemental medwatch will be filed. (B)(4).